Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported when using the unspecified bd blood specimen collection vacutainer tube, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: it was reported blood leaking around the blood collection tube. When visiting a lab the nurse used the winged- needle and tube from bd to draw blood. After several tubes were filled, there was blood leaking around the blood collection tube. The lab technician stated that there is only leakage when the winged needles are used with the blue top blood collection tubes. She seemed to think there is an issue with the rubber around the needle.

Manufacturer narrative:
Investigation summary bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed.

Event description:
It was reported when using the unspecified bd blood specimen collection vacutainer tube, the device experienced sample leakage. The following information was provided by the initial reporter. The customer stated: it was reported blood leaking around the blood collection tube. When visiting a lab the nurse used the winged- needle and tube from bd to draw blood. After several tubes were filled, there was blood leaking around the blood collection tube. The lab technician stated that there is only leakage when the winged needles are used with the blue top blood collection tubes. She seemed to think there is an issue with the rubber around the needle.